Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 569 mg/dl which was addressed by administering a manual injection. Subsequently, the customer was admitted to the hospital with a blood glucose level over 600 (mg/dl) and an unspecified level of ketones. Multiple follow up attempts were made to gather more event details and method of backup therapy, however, the customer did not respond to follow up attempts.